Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a (B)(6)female plaintiff in united states on 17-jun-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain and abdominal pain. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. As a result of plaintiffs constant pain and suffering, her treating physician recommended that she undergo surgery to remove her fallopian tubes and essure coils in or around (B)(6) 2015. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 27-jun-2016: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no moidra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had increasingly severe pain/ chronic pelvic pain. Her physician recommended that she undergo surgery to remove her fallopian tubes and essure coils, approximately one year after insertion. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. Patients medical history and concomitant conditions were not mentioned. Despite the limited information, given the nature of this event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. Reporter mentioned she was recommended surgery to remove her fallopian tubes and essure coils. Although it is not clear from the reported information whether the surgery is planned/ scheduled or already occurred, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/ chronic pelvic pain/ pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal discomfort, menorrhagia, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: she was forced to undergo one or more surgeries to remove one or more of the essure coils. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no moidra llt can be provided. Most recent follow-up information incorporated above includes: on 23-oct-2017: follow up from summons-lawyer added from legal document. Consumer details updated, suspect drug indication as permanent birth control, updated stop date as (B)(6) 2016 (previously reported as (B)(6) 2015 ) and added event heavy abnormal bleeding,vaginal bleeding and severe cramping. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/ chronic pelvic pain/ pelvic pain"), menorrhagia ("heavy menstrual bleeding") and genital haemorrhage ("heavy abnormal bleeding") in a 27-year-old female patient who had essure (batch no: c06463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's concurrent conditions included overweight. Concomitant products included antibiotics and ibuprofen. On (B)(6) 2014, the patient had essure inserted. In july 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), hot flush ("hot flashes"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal discomfort ("discomfort"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("dysmenorrhea"), hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal discomfort, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, tooth disorder, dysmenorrhoea, dyspareunia, alopecia, hormone level abnormal, hot flush, urinary tract infection, migraine, headache, nausea, weight increased and endometriosis outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she was forced to undergo one or more surgeries to remove one or more of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of ptc. Incident; at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/ chronic pelvic pain/ pelvic pain"), menorrhagia ("heavy menstrual bleeding") and genital haemorrhage ("heavy abnormal bleeding") in a 27-year-old female patient who had essure (batch no. C06463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's concurrent conditions included overweight. Concomitant products included antibiotics and ibuprofen. In july 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), hot flush ("hot flashes"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and endometriosis ("endometriosis"). On (B)(6)-2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal discomfort ("discomfort"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("dysmenorrhea"), hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)-2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal discomfort, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, tooth disorder, dysmenorrhoea, dyspareunia, alopecia, hormone level abnormal, hot flush, urinary tract infection, migraine, headache, nausea, weight increased and endometriosis outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she was forced to undergo one or more surgeries to remove one or more of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no moidra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: reporter information, patient details, other relevant history, product information, concomitant drugs, abnormal bleeding (vaginal), dental problems, dysmenorrhea, dyspareunia, hair loss, hormonal changes, hot flashes, uti, migraines, headaches, nausea, weight gain, endometriosis, essure confirmation test(s) conducted, specify no. Were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.